Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019, the patient's programmer displayed a message of "can't deliver desired intensity settings", so they were unable to increase their stimulation. No symptoms were reported. The rep checked impedances on (B)(6) and found that contacts 11 and 14 were >40,000 ohms. Reprogramming was performed to provide the patient with adequate pain relief. The doctor was made aware of the issue and wanted to see if the patient was receiving at least 50% pain relief before discussing any surgical intervention. The issue was not resolved at that time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-22. The patient is currently getting 50% relief and surgery is not planned at this time. No further complications were reported/are anticipated.